Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements high out of range during magnetic resonance imaging (MRI) programming assistance. Technical services (ts) was consulted and noted that the MRI was not performed, and that the healthcare professional (hcp) planned to consult with the cardiology department before proceeding. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.